Event description:
It was reported that balloon rupture occurred. The target lesion was located in the renal artery. After the guidewire was crossed, a 5.0mmx15mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during first inflation at 5 atmospheres the balloon ruptured. Subsequently, a 7.0mmx20mmx135cm (4f) sterling balloon was advanced; but, it got stuck in the guide catheter and could not be pushed or pulled. Both device were removed together, and the procedure was completed with another of same balloon. There were no patient complications reported.